Event description:
It was reported that the ilet screen was broken after the device was dropped on a bathroom floor, and the patient transitioned to backup therapy with no reported impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included continued therapy via backup methods with no medical intervention or hospitalization. Investigation included collection of device details, shipment of a replacement, instructions to sync data, shut down the device, return the damaged unit using the provided label, and guidance to restart therapy on the replacement and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with accidental impact, aligning with device damage rather than a functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.